Manufacturer narrative:
Device left in patient.

Manufacturer narrative:
The reason for this product complaint was to report that the surgeon had to redrill and cement due to the patella being 32 in diameter, but having the peg configuration of a 35 patella. The healthcare professional indicated there wasa 20 minute delay in surgery and another suitable device was available for use. The primary surgery was completed as intended. The device was left in the patient and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint.a review of the product complaint report history showed this is the first complaint against a part from this lot number; 17 other units from this lot have been implanted without any reported issues.the root cause for the issue could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product used.

Event description:
Primary surgery - the surgeon had to redrill and cement due to the patella being 32 in diameter, but having the peg configuration of a 35 patella.